Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter continued to display the apply sample symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 7am. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the patient claimed he felt symptoms of dizzy and light headed. By 10 am that same morning, the patient reportedly went to the emergency room (ER). The patient obtained a blood glucose result of ¿343 mg/dl¿ with the ER/ hospital meter. The patient was administered novolog insulin (14 units) as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca educated the patient on the proper testing technique and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.